Manufacturer narrative:
H3, h6) clinical data was received and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy in the robot's performance. The robot was noted to be 1 millimeter (mm) off in the sagittal view at the l4 vertebra. After the initial drill, the surgeon checked the accuracy using a tool referred to as the "chicken foot" and found it was off, although the anatomy appeared correct. The surgeon decided to re-register, and the registration process was successful. However, upon attempting to navigate with tools, they were found to be off by 1 to 2 millimeters in the axial direction. Despite running the snapshot again, the tools continued to appear off during navigation. Consequently, the surgery, medtronic imaging and navigation were aborted. A field service engineer was assigned to perform a system checkout and investigate the reasons for the multiple registration inaccuracies. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3, h6) clinical data was received for analysis. Analysis concluded the root cause of the navigation inaccuracy experienced in the operating room (or) was due to the snapshot tracker diverging or a loose attachment to the arm, resulting in misalignment of the navigation. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.